Event description:
Pt in a co's air pressure bed had skin breakdown at an area where thoracic cushions did not adequately cover the hard supports. The bed rep determined that the cushion was faulty & required replacement.